Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during urethral stent implantation with guidewire, the tension of the guidewire was not enough, and it always rebounded during stent placement and could not be successfully placed.

Event description:
It was reported that, during urethral stent implantation with guidewire, the tension of the guidewire was not enough, and it always rebounded during stent placement and could not be successfully placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted received 1 ureteral stent with guidewire. Guidewire seemed to maintain proper tension as guidewire could be fed thru the stent with no difficulties. However, it is unknown how the product interacted with the patient's anatomy therefore the reported event is inconclusive. The labeling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during urethral stent implantation with guidewire, the tension of the guidewire was not enough, and it always rebounded during stent placement and could not be successfully placed.